Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip changing position after deployment. It was reported as a general comment that the xtr clip would change its final position after deployment and there are no clear predictors when the xtr clip changes its position. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A definitive cause for the reported partial clip movement could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.